Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection observed that the distal tip was bent, and the polymer jacket was peeled at proximal section. Dimensional inspection of polymer jacket failed to pass the specification test. Based on the evidence, the reported guidewire difficult to cross the lesion was confirmed, since the damages found during the product inspection could have contributed to the reported issue.

Event description:
Reportable based on device analysis completed on 16oct2024. It was reported that crossing difficulties occurred. The 95% stenosed target lesion was located in the moderately tortuous and non-calcified pulmonary artery. A 200cm, 8cm poly tip v-18 control wire was advanced into the lesion, but it was unsuccessful. A non-boston scientific microcatheter was used to support the wire. After several manipulations, an opaque object was observed under fluoroscopy. It appeared to be a piece of the covered polymer or a fragment of the severed wire. The detached wire coating was attempted to be retrieved using a snare, but it was unsuccessful. A 300cm, 8cm poly tip v-18 control wire was advanced but failed to cross. The procedure was completed with a different device. No complications were reported, and the patient's condition at the end of the procedure was stable. However, returned device analysis revealed the polymer jacket was peeled.